Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the doctor claimed that the applier tip was broken. There was no patient consequence and patient was discharged.

Manufacturer narrative:
(B)(4).batch # r94x63. Investigation summary the analysis results found that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. In addition, 5 clips were found inside clip track. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.